Event description:
The 2 platinum alloy coils were deposited into the sac of the aneurysm (brain). 1 coil looped into the aneurysm, "prolapsed upon itself", perhaps due to a balloon catheter which was introduced into the parent vessel. Balloon was inflated, which may have pushed the coil into the aneurysm. The artery was perforated. 6 days later, pt was pronounced "brain dead".